Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, and displacement test. Device trace download analysis confirmed the insulin pump alarmed power error and power loss alarm. The power management tool confirmed power error and power loss alarms were triggered when the loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly. No unexpected replace battery now alarms noted during testing. Device received with scratched case, pillowing keypad overlay, fading end cap address label, cracked select button keypad overlay, and a minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 436 mg/dl. The customer reported that the insulin pump was eating batteries and insulin pump was receiving replace battery alert. The customer did not receive low battery alert prior to the replace battery now alarm and the battery cap was not loose, cracked or damaged. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.